Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited intermittent sensing and under-sensing. No intervention was reported. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported complaint of false bradycardia and pause episodes were confirmed. Based on the information provided, these false episodes were triggered due to low r wave amplitude despite the device has been reprogrammed to the most sensitivity threshold for r wave detection. The device was performing per design.